Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4) inquired what led up to the complaint. Customer response: retainer ring missing bumped/dropped/cosmetic damage t/s per dop (B)(4). Customer states the pump has cosmetic damage. Adv to d/c from the pump. Customer states the infusion set does show signs of damage. Customer states the reservoir does show signs of damage. Adv to change out the infusion set and reservoir. Customer states the pump does not show signs of physical damage. Type of damage is: retainer ring missing. Damage occurred: does not know. Location of the damage is: retainer ring. Retainer ring missing is the physical damage to the pump's reservoir lip ring: yes expl it is recommended to use a silicone case as it cushions against bumps, scratches, and provides a protective barrier to the casing against lotions, oils, and sunscreen. Adv courtesy black silicone case will be shipped. Is reservoir able to lock in place when inserted into pump: no adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl we will be able to replace the pump this time but we may not be able to replace for damage another time. Customer's outcome pertaining to the complaint: replacement pump (B)(6). Input date: (B)(6) 2020. Warranty start: 03/29/2017. Warranty end: 03/28/2023. Batch - (B)(4).

Manufacturer narrative:
Device was received with a broken reservoir tube lip, partially broken retainer and missing reservoir tube o-ring. Device p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the partially broken retainer and broken reservoir tube lip. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.